Manufacturer narrative:
This lv lead remains implanted, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the associated device delivered 3 inappropriate shocks due to atrial fibrillation (af). During testing it was noted that this left ventricular (lv) lead was not capturing. The physician suspected the lv lead had dislodged when the device delivered the inappropriate shocks. The decision was made to increase the tachycardia zones to reduce future inappropriate therapy from being delivered. In the future, a repositioning procedure may take place for this lv lead. Subsequently, additional information was received that this lv lead was repositioned. All measurements were within range. There were no adverse patient effects reported.